Event description:
It was reported that an error message occurred. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up with an error. (B)(4): analysis found that there was no telemetry with the rf head, the cable was out of electrical specification.